Event description:
The suture broke while knotting. The surgeon was trying to repair a slap lesion with a 2.8 mm twinfix metal anchor. The suture broke on the twinfix metal anchor. The surgeon then tried to use a suretac to finish the repair. He accidently drilled in the same area and hit the anchor. The broken drill bit was removed and metal shards were flushed from the point using a pump. The surgeon successfully implanted an additional suretac in a different location.